Event description:
It was reported that the unit was not cycling through pressure cycles properly. No patient injury or involvement was reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device presented the manometer shifted to the right, front panel had a bend, the tidal volume end cap was missing and the housing contained minor wear and tear. The customer stated problem was not duplicated. No device problem was found. Straightened out the manometer and front panel. Replaced large end cap and intermittent battery holder assembly. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. The previous service history has been reviewed and deemed unrelated to the current customer reported reason.